Event description:
Info rec'd indicates that the pt positioning monitor (ppm) alarm doesn't sound when a pt exits the bed or when the scale is zeroed.

Manufacturer narrative:
The technician found the bed exit piazo alarm and scale alarm was not working. He replaced the piazo alarm and scale circuit board to repair the bed.